Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was not working and keypad was very difficult to press, and gets unresponsive did not always respond to button presses the 1st time. No harm requiring medical intervention was reported. The customer was declined to troubleshooting for the no power, bad battery, no delivery. The device will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and displacement test. No unexpected low battery alarm anomalies noted. Device passed the rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed self test. Device received with cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker, stained address or serial number label and cracked belt clip slot. (B)(4).